Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the procedure, after clipping (two clips were applied on the pt side) and cutting the cystic duct, the distal clip came off and bile started to leak. The cystic duct was closed with endoloop. After that, the cystic artery and a vessel were closed with clips and were cut. The clips were applied double on the pt side. After surgery, when the pt awoke from anesthesia, the pt's blood pressure suddenly lowered. It was found that all clips on the cystic artery and the vessel came off and bleeding occurred, and re-operation was performed urgently. About 20 cm of incision was made to perform the re-operation. Amount of bleeding was more than 500 cc. The clips fallen from the vessels were not retrieved. There was no tissue damage. There was no unanticipated tissue loss. After re-operation, the surgeon tried firing the device and confirmed the clips were not closed completely. There were 8 clips used in the case, 3 clips on the cystic duct and 5 clips on cystic artery and a branch of hepatic artery. The surgeon commented the branch of hepatic artery caused heavy bleeding. The device was new one, not re-sterilized. The pt is under observation and recovering steadily. The pt will be discharged next week.

Manufacturer narrative:
(B)(4).